Manufacturer narrative:
Additional procodes: gfa, gff, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left thumb metacarpophalangeal (mp) joint fusion procedure on (B)(6) 2018, the depth gauge and drill bits were damaged. The depth gauge appears to be falling apart, bent and has a damaged dip stick, while the two (2) drill bits were broken. Procedure outcome and patient status are unknown. This report is for a 1.1mm drill bit. This is report 1 of 2 for (B)(4).